Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia on (B)(6) 2025. The patient's blood glucose levels declined to 30 mg/dl while wearing the pod between 37 and 48 hours. An ambulance was called, and at this time the patient lost consciousness. The pod and sensor were removed by the medical team. The patient was brought to the hospital and diagnosed with pneumonia and was treated with intravenous antibiotics. The patient was released from the hospital on (B)(6) 2025.